Event description:
It was reported that during a treatment procedure to place a 12f stainless steel jugular greenfield filter, the filter failed to open and deploy properly. When an attempt was made to deploy the filter, the outer sheath wouldn't fully retract and inhibited the deployment of the filter. The physician pulled the entire system back causing the filter to partially deploy. He manipulated the delivery system in a number of ways in an attempt to properly deploy the filter. He finally used the anchors (filter legs) that opposed the vena cava walls to pull back the delivery system which allowed the filter to fully deploy. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'fine'.